Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 visual examination of the provided pictures identified an explanted tibial component with evidence of biological material and blood on the surface. No fractures or significant deformations are apparent on the implant itself from the view provided. The fixation features, including pegs or fins, seem intact without any visible cracks or damage. X-rays were provided and reviewed by mmi. They state that the pre-revision images demonstrated radiolucency along the tibial implant, indicating it was loose, although alignment was maintained. The bone quality appeared mildly osteopenic. Post-operative images showed anatomic alignment of the right knee arthroplasty. The reviewing radiologist confirmed the loosening of the right tibial implant, noting that the loosening was at the bone-metal interfaces with minimal cement present. There were no indications of malalignment or patient anatomical issues contributing to the loosening. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. Complaint is confirmed based on x-rays provided. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item#: 42560113513; lot#: 66808691. Item#: 42522100913; lot#: 65904112. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee revision approximately four (4) months post-implantation due to loosening of the tibial component. Attempts have been made and no further information has been provided.